Event description:
We have had numerous issues with the bayer power injector that started in 8/2022. Errors with bubbles that appear if using the injector heat maintainer and also error 300. No harm to any patients as staff are very diligent. We have kept track of the dates and steps taken since 8/2022 as well as pictures that were shared with bayer of the bubbles. We worked with bayer in order to investigate these issues and have not had a solution beyond not using the heat maintainer. Error 300 continues to be an issue even after bayer replaced the injector with a new one.